Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that no asystole alarm was generated at the central station for the patient in bed (B)(6) who was being monitored for general weakness on (B)(6) 2017 around 08:03. The patient expired.

Manufacturer narrative:
The field service engineer (fse), pulled the central station logfiles and forwarded them to the quality department for review. A review of the logs for bed (B)(6) on (B)(6) 2017 around 08:03 found that there was an alarm for apnea followed by an alarm for brady which was then escalated to the higher level alarm asystole at 08:04 (see log excerpt below). There is no indication that the alarm was silenced/acknowledged at the central station, and unfortunately with this revision of the piic, alarm silence actions taken at the bedside are not captured in the logs. In addition, testing performed by the fse found the equipment/system alarming as expected and to specifications. No device malfunction occurred.